Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the adapter showed end of life. The adapter had a tare error however the main screen indicated that the strain gauge was still functional and in the appropriate range. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue could not be confirmed without a functioning strain gauge. The most likely cause could not be established from the information available. It was also reported that the screen displayed a yellow swimlane aligned with the adapter symbol. This indicates a general adapter error, the result of a tare error. The reported issue was confirmed. The most likely cause was traced to device design. The root cause of the observed condition was determined to be the result of a material issue. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopy partial pulmonary resection, on the first firing of the forty five millimeter reload was able to fire without any problems. But zone 3 was displayed on the first and second firing even though manual speed control had not been performed. It was thought to be strange because the pulmonary parenchyma was not very thick. In the third firing, the reload was connected and firing was performed, but the firing stopped immediately after the start of the firing, and the firing could not be performed. Excessive force was not indicated on the display. Subsequently, an attempt was made to connect the fourth reload, but an adapter error was indicated on the display, and the adapter became unusable. It was also noted that the jaws of the device lock on tissue and was able removed normally. To resolve the issue, another standard adapter was used. Additional resection was performed using another forty five millimeter reload.

Event description:
According to the reporter, during a laparoscopic thoracoscopy partial pulmonary resection, on the first firing of the forty five millimeter reload was able to fire without any problems. But zone 3 was displayed on the first and second firing even though manual speed control had not been performed. It was thought to be strange because the pulmonary parenchyma was not very thick. In the third firing, the reload was connected and firing was performed, but the firing stopped immediately after the start of the firing, and the firing could not be performed. Excessive force was not indicated on the display. Subsequently, an attempt was made to connect the fourth reload, but an adapter error was indicated on the display, and the adapter became unusable. It was also noted that the jaws of the device lock on tissue and was able removed. To resolve the issue, another standard adapter was used. Additional resection was performed using a forty five millimeter reload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.